Manufacturer narrative:
The lens was received with both haptics bent and a scrape mark on the optic in an unfolded state. The complaint that the lens would not unfold could not be confirmed. The lens was folded and unfolded per specifications. This report was mailed in to FDA on: 11/4/97. Number of persons affected = 1.

Event description:
Surgical facility reports lens would not unfold initially. When the lens did unfold the haptic was tucked underneath. The wound was widened in order to remove the lens.